Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a torflex sheath was selected which had a broken stopcock. The stopcock was broken when opened the package. Hence a new sheath was opened and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was discarded.